Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and mesh was implanted. After 6 weeks following the procedure, mesh was torn centric. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).